Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said it would take them 15 minutes to connect to their ins (would say to reposition antenna) and once connected, they had the recharger telemetry module (rtm) on the ins for 1 or 2 hours and the ins did not charge (pt said controller was fully charged). Pt mentioned that it had progressively gotten worse. Pt inspected the rtm and controller port; pt said they both looked good. Pt said the rtm gets warm but not hot when recharging. An email was sent to the repair department to replace the rtm. No symptoms or patient complications were reported. Additional information was received from the patient. Pt called back and said that they received their recharger antenna replacement and the charging worked for about three days and then they had the same issues again; pt said it takes them 50 mins to just get connected to charge their implant. Pt also said that their controller was unresponsive on the call. Pss had pt reset their controller. Pt saw no visible damage to the controller or battery pack. After reset, the controller was responsive and taking a charge. Pt said the controller was at 50% and their implant battery was empty. Pt saw no visible damage to recharger antenna. Pt started a charging session with their implant and got connected but the controller quickly alerted them with "poor recharge quality". Pss sent email to repair to replace the controller. (B)(6) 2022: additional information was received from a patient (pt) regarding an external device. Pt called back because they said they still haven't received their replacement controller and they are in pain and need to charge their implant. Patient services (pss) reviewed tracking information with the pt and gave them delivery customer service phone number. Pt said they already spoke with them and mentioned them saying they had two tracking numbers; pss reviewed with pt that they may be seeing the previous tracking number from the first replacement in this case. Pt didn't have the other tracking number written down to confirm. Pt is going to call delivery again and call ps back tomorrow after talking with with delivery. Pss also emailed reps for visibility.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharge antenna failure of the no device found message and failed on bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.